Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the nozzle and probe cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign material in nozzle and foreign material at the probe cover were found. Olympus could not identify the foreign material. Nor could not conclusively specify root cause of the foreign material remained in the device. The following is included in the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.